Manufacturer narrative:
Corrected data: the unique identifier (UDI) number has been corrected. According to sophysa in-house process, the probe (B)(4)/e0001 has been analyzed by the quality control department. The traceability documents do not show any performance abnormality or any causality : the product history and batch records were reviewed and documentation indicated the product met release criteria. The inspection performed on the probe shows that the catheter is clean and that connections pins are not in the axis of the electronics card. This deviation explains the appearance of this event, involving connection difficulties noted by the user. However, this deviation does not make the connection impossible but makes the manipulation a bit difficult. In addition, as indicated in the product's instructions for use, an available replacement kit is required before implantation. Finally, the catheter has not been implanted and thus, the event did not contribute to a serious injury.

Event description:
The catheter could not plugged into the catheter extension cable.

Manufacturer narrative:
The probe has been returned by distributor on august 08th, 2017. The analyze has not begun. Internal documentation shows that icp probe has been manufactured in accordance with quality requirements. Further investigation will make it possible to know the causes of the appearance of this incident.

Event description:
The catheter could not plug into the catheter extension cable.